Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding... No sample was returned for eval. The lot number is unk; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Pt participated in a (B)(4) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click"x systems. Preoperative diagnosis was spondylolisthesis, degenerative. Pt was implanted with click-x for supplemental fixation. Pt had been experiencing pain for 4 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced transition syndrome, requiring physical or occupational therapy. Complaint #3 of 14. This report is for the left screw.